Manufacturer narrative:
This report is submitted on september 19, 2018.

Event description:
Per the clinic, the patient experienced a performance decrement and subsequently underwent revision surgery on (B)(6) 2018 to reposition the receiver/stimulator. Additional information has been requested but has not been made available as of the date of this report.